Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that while testing the clip applier it delivered malformed clips. There was no patient involvement. The device will not be returned.